Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (cause of event is unknown). Evaluation, conclusion: (B)(4) (cause of event is unknown).

Event description:
Additional information was received. The type IV endoleak resolved without intervention.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.7 cm in diameter fusiform abdominal aortic aneurysm. Infrarenal angle of 10 degrees. Aortic neck was 25 mm in diameter and 32 mm long. Distal aorta was 25 mm in diameter. Iliac's were 10-11 mm in diameter. Iliacs were mildly tortuous. Right and left femorals were 8 mm in diameter. It was reported that after the endurant bifurcated stent graft was placed, a type IV endoleak was reported. No intervention was performed. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine. A review of films at implant show a likely type IV endoleak. Cannot rule out a type ii or iii junctional.